Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. The lot number was not found for the reported material number.

Event description:
It was reported that bd insyte autoguard has a black spot on the needle. The following information was provided by the initial reporter, translated from chinese to english: before use ,black spot one the needle.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photographs which displayed a 20g insyte autoguard device without the needle cover. The needle had not been retracted and the IV catheter was partially removed from the needle. A black spot was observed to be overlying the catheter tubing. The reported issue was confirmed. Without the physical sample, the composition and source of the material could not be determined. Since the product had been removed from the packaging, it could not be determined if the black material was introduced before packaging or after the package was opened. Although the reported issue was confirmed, it could not be determined if the foreign matter resulted from the manufacturing of the device or from the user environment. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information. It was reported that bd insyte autoguard has a black spot on the needle. The following information was provided by the initial reporter, translated from chinese to english: before use ,black spot one the needle.